Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and the hypotube was kinked 0.5cm from the strain relief. Microscopic examination of the balloon revealed no damage or tears. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to its rated burst pressure (rbp) for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous proximal to distal right coronary artery (rca). After debulking the lesion with a 1.5 and 2.0 rota burr, an unspecified stent was implanted. A 4.5mm x 20mm quantum maverick balloon catheter was then advances for post-dilation, however, the balloon ruptured during unknown inflation at an unspecified pressure. The physician successfully removed the device from the patient and the procedure was completed with a 4.5mm x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous proximal to distal right coronary artery (rca). After debulking the lesion with a 1.5 and 2.0 rota burr, an unspecified stent was implanted. A 4.5mm x 20mm quantum maverick balloon catheter was then advances for post-dilation, however, the balloon ruptured during unknown inflation at an unspecified pressure. The physician successfully removed the device from the patient and the procedure was completed with a 4.5mm x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).